Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the automated endoscopic reprocessor (aer) used is umonium. The air/water channel, auxiliary water channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The manual detergent is umonium. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using meditalia manual brushes. The storage practice is using a simple drying cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive for a high number of colony forming units (cfus) of enterobacter. It is not stated which channels were sampled. The user also reported problems with the angulation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.